Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board and sensor interface board were replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported a system alert "ventilate manually!" At startup. There was no report of patient involvement.